Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present throughout the length of the pusher assembly. The embolization coil was intact with the pusher assembly. Offset coil winds were present along the embolization coil. Conclusions: evaluation of the returned smart coil revealed offset coil winds. If the introducer sheath is not aligned properly within the hub of a parent microcatheter, resistance may be experienced. Forceful advancement against this resistance may result in offset coil winds. The non-penumbra microcatheter identified in the complaint was not returned for evaluation. During functional testing, the smart coil was unable to advance through the hub of a demonstration microcatheter due to the offset coil winds. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right external carotid artery (eca) using penumbra smart coils (smart coils). During the procedure, the physician encountered resistance while advancing the smart coil through its introducer sheath and reported that the smart coil was unable to advance into the hub of the non-penumbra microcatheter. Therefore, the smart coil was removed. The procedure was completed using additional smart coils. There was no report of an adverse effect to the patient.